Event description:
Consumer stated that the string broke off of a super tampon and the string was very loose when she pulled and it broke off. Consumer stated that she saw a nurse in the hospital where she works. Consumer stated that the tampon was removed with forceps. Consumer stated that no medications were given or prescribed. Consumer stated that this happened 2 weeks ago and the consumer is better now.